Event description:
There were two pencil eraser sized burn marks on the surgical drape. The patient was checked for burns and the bovie handpiece was sequestered.====================== health professional's impression======================the safety holster was in use. Possible defect in active electrode. Electrode was sent to risk management. No harm to patient.